Event description:
The pt experienced a loss of therapeutic effect which began 7 days ago "out of the blue". Symptoms were noted as acute pain in the back described as a feeling of a muscle sprain. He also noted that the device so well before and now "it doesn't". The pt was reported as in fair condition. Additional info was requested.

Manufacturer narrative:
(B)(4).